Event description:
Event description guidant received information that during an implantation procedure, the induction was not converted. The shock impedance measured less than 20 ohms. All measurements were acceptable prior to induction. There was no adverse patient effect.